Event description:
Service representative contacted with a report of a ventilator fail to cycle. No pt injury noted.

Manufacturer narrative:
Unable to locate returned part for failure analysis. Investigation terminated.